Event description:
It was reported that the patient alert tone sounded due to oversensing. Noise was noted on egm, and lead impedance had decreased from 528 ohms to 256 ohms. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.